Manufacturer narrative:
H.6. Investigation: this statement serves to summarize findings on the recent complaint 358117 on the instrument 448010 (phoenix ap), serial number (B)(6) where it was reported that the instrument had contamination. Per the fse the instrument was cleaned and consumables replaced and issue resolved. No further information was provided on the specific results; therefore, the complaint is not confirmed. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. The review of the device history record was complete and no issue was seen. A review of past complaints on this product over the past 12 months yielded no trend seen for this issue as of july 21. See h.10.

Event description:
It was reported that while using bd phoenix¿ ap, biological contamination was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: the customer found some positive results without double confirmation so we decided to better clean all the instruments involved (I worked on our phoenixap) and the work areas (by the customer). No affected results were sent to patients because all double checks were done before validating the results, so no patient or physician was impacted by contamination or erroneous results.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ap, biological contamination was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: the customer found some positive results without double confirmation so we decided to better clean all the instruments involved (I worked on our phoenixap) and the work areas (by the customer). No affected results were sent to patients because all double checks were done before validating the results, so no patient or physician was impacted by contamination or erroneous results.